Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of a large abdominal aortic aneurysm approximately six months ago. The stent grafts were successfully implanted with the bifurcated stent graft being placed close to one of the renal arteries. A renal stent was placed proactively although both renals filled during angio. Based on the pathologists report, there may have been an issue of particles being introduced into the glomerular capillaries as a result of stent placement. It was reported that there were technical difficulties with the placement of the stent grafts and there was concern that there was some impingement of the renal arteries. A renal stent was placed on the right side to ensure that the renal artery was patent; however, it was not possible to place a stent on the left side and the patient was watched very closely post-operatively and there was concern about renal function. The patient was observed in the hospital for two days. On the first post-operative day, the creatinine level went up from the baseline of 0.8 to 1.5. And it came down slightly the next day. Two days post-operatively the creatinine level was below 1.0. The patient was discharged. The patient was re-admitted on an unknown date and was discharged. It was reported that the patient was found to have acute renal failure with creatinine of 9.34, hyponatremia and hyperkalemia. The patient was immediately started on dialysis. A left renal biopsy done and the result was consistent with possible emboli to the left kidney. There was no biopsy done on the right kidney due to the recent placement of the right artery stent. It was reported that the patient committed suicide a short time later, date unknown. No further information was provided.

Manufacturer narrative:
(B)(4). Results: death, vessel occlusion, emboli. Emboli. Renal stent. Conclusion: emboli. Renal stent.